Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion and clip tests. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, that the large hem-o-lok clip applier tip was loose. There was no report of patient involvement.